Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that this navigation system's camera cart unexpectedly powered down and would not power on at all. Upon looking at self test, the connection to the camera cart ups displays "connection lost". Troubleshooting was performed. The power cord was used on a different camera cart using the same main cart to verify the cabling was seated properly, and was able to connect to power. There was no patient involvement. Additional information was received. Further troubleshooting found that the issue was unable to be replicated. The manufacturer representative (rep) attempted to unplug the system from the wall, reseated all cabling into the uninterruptable power supply (ups) in the camera cart and the camera cart self-test was normal as was the main cart. It was also reported that the camera cart only intermittently shuts down while in storage over night and is left plugged in overnight.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. H3: analysis was performed on the returned concomitant products. The returned battery was tested for +24hrs with accompanying uninterruptable power supply (ups). After 24hrs, the units did not shut down or heat up. When the ups was removed from ac power, the battery powered the ups for the programmed 11.5 minutes before shutting down. Before and after testing, the battery measured acceptable voltages at 26.11v and 26.39v. There was no sign of corrosion or leaking cells and the battery performed as intended. The returned ups was ran for +24hrs with the accompanying battery. All ports were outputting the proper voltage. The ups ran on battery power for the programmed ~11.5 minutes after being removed from ac power and performed as intended. H6: b01, c19 and d14 apply to the hardware analyses on the returned product ID: 9735771 and 9735788. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis confirmed the issue. The battery was tested with a known good ups. The battery overheated during testing and caused the ups to power off. The battery measured 51.27vdc when returned and 54.21vdc after testing. H6: b01, c02 and d02 apply to the product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: product ID 9735787 was returned to the manufacturer for analysis. The uninterruptible power supply (ups) was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.